Event description:
The nurse reported a system message displayed during fragmentation about three quarter's of the way through surgery. The case was completed with manual air injection and one case was cancelled. Additional information received stated low pressure in the gas tank triggered the system message. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not confirm the system message displayed. The company service representative replaced the relief valve for diagnostic purposes and will send the part in for evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.